Manufacturer narrative:
Medical devices continued: product ID 6944-75 lead implanted: (B)(6) 2001.

Event description:
It was reported that the right atrial (ra) lead had high thresholds and high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.